Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump did not recognize cartridge. Reportedly, customer successfully completed load sequence and insulin delivery was resumed. Customer's blood glucose was 122 mg/dl.